Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
It was reported that the device had a downstream occlusion on the first bolus. There was patient involvement and unknown patient harm.